Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the pump was alarming with no message on the screen. She stated that the customer was in a trial study using a pump from their health care professional. She stated that the screen turned black after battery change. One time the pump went back to normal but started to have a high pitched alarm and none of the buttons work. She stated that the customer had been swimming with the pump. The insulin pump was not returned for analysis.